Event description:
It was reported that the patient felt fatigue and symptoms from pacemaker syndrome. The patient and physician were unhappy that the device only lasted 32 months and it exhibited early battery depletion. The device was explanted and was replaced. It was also reported that the left ventricular (lv) lead dislodged. The lead was turned off. An explant of the lead was planned, but during the revision procedure, the lead was unable to be removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 89% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 419678 implantable pacing lead (B)(6) 2011; 407645 implantable pacing lead (B)(6) 2011; 694758 implantable tachy lead (B)(6) 2011. (B)(4).